Manufacturer narrative:
Vyaire complaint #: (B)(4). A vyaire field service representative went onsite to evaluate the ventilator. The fsr replaced the main pcb and ran the user verification test. The fsr confirmed the ventilator passed all testing and met all vyaire OEM specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator had xdcr fault which could not be reset.